Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving bupivacaine [9 mg/ml] at a rate of 2.6 mg/day and dilaudid [37.9 mg/ml] at a rate of 11.284 mg/day via intrathecal drug delivery pump. It was reported that the patient had overdose symptoms and was admitted to the hospital. The managing office did not report any issues with the pump but that the patient may be mismanaging their oral medications. The pump was turned to minimum rate and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated over the past year the pump had malfunctioned and she was overdosed 10-11 times. The patient went to the hospital each time and they tried to adjust it and this last time they turned the pump off. It was also reported the patient really didn¿t remember much as she was so out of it. It was noted she believed someone from her healthcare (hcp¿s) office came once; however, she did not recall any tests being run to check the pump. The patient¿s clinic closed, and she wanted to have the pump removed. Nothing specific was mentioned regarding symptoms of overdose. The change in therapy/symptoms was sudden and the event date was 2017 (about 10-11 times over the past year). The patient did not have a hcp and said that the pump was turned off 2-3 weeks ago and now she would like to find a hcp to remove the system. The patient was currently staying with a friend and would be there for a while. Physician listings were requested. No further complications were reported/anticipated or expected.